Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 15mg/ml at 1.4mg/day via an implantable pump. It was reported that the physician stated that the patient's expected drug and aspirated drug at the patients refill appointment was vastly different and there was concern. The expected volume was 2.3ml today and in the operating room 15ml was aspirated from the old pump. The patient had not described noticing any side effects. The catheter was found to not be flowing and the physician replaced the entire system. Unknown if any environmental/external/patient factors may have led or contributed to the issue. They checked pump volume versus expected, physician cut catheter with no spontaneous cerebrospinal fluid (csf) flow. The physician explanted old pump and a portion of the old catheter. Old catheter was tied off and inactive in patient. A new 20cc pump and 8780 catheter was implanted. The issue resolved at the time of this report.